Event description:
The facility representative reported a colleague infusion pump which experienced failure code 302:435 on channel a. It is unknown when this condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 302:435, however the root cause could not be determined. The user interface module printed circuit board was replaced as a precaution. A follow up report will be submitted if additional information becomes available.